Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a contamination occurred. An encore 26 inflation device was selected for use. During preparation, it was reported that a black foreign object was attached to the product. The device was not used in the patient and the procedure was completed with a different device. No patient complications were reported.